Event description:
It was reported that during an unknown procedure, the device malformed staples. Consolidation with suture to complete the case. No patient consequence.

Manufacturer narrative:
Eval summary: one cartridge was returned in good visual condition and fully fired. No functional test could be performed. Event described could not be confirmed as no instrument was returned for analysis; in addition, the returned cartridge could not be tested for the proper staple formation.